Event description:
During baxter's investigation of a spectrum pump, a note taped to the device stated that the pump failed to alarm for "air in line." The customer reported that there was no pt injury related to this event.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's investigation of this device, a note taped to the pump stated that it failed to alarm for "air in line." This symptom was unable to be confirmed. This unit was tested per baxter's service procedure and was found to properly detect air in the IV line.